Manufacturer narrative:
It was reported that right hip revision surgery was performed, during which both the femoral head and acetabular cup were explanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the acetabular cup and resurfacing femoral head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the acetabular cup. Similar complaints have been identified for the head. However, as bhr systems of this size are no longer sold, no action is to be taken. On account of the fact devices reportedly involved in this incident were not returned for evaluation, the relevant production records were reviewed. All released devices involved met manufacturing specifications upon release for distribution. Review of manufacturing records did not reveal any waivers, concessions, manufacturing, or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. Per the surgical technique, the acetabular component is to be impacted with 15-20° of anteversion and 40-45° inclination angle. However, the implantation operative report indicated the acetabular component was impacted ¿in about 45 degrees abduction, 10-15 degrees anteversion. It is unknown if the decreased anteversion of the acetabular component contributed to reported events/clinical reactions. The reported pain, dark metal tinged fluid, dark tissue reaction and bony erosion may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without the return of the actual products involved or additional information, we cannot advance the investigation or confirm the details supplied in this complaint; our investigation remains inconclusive and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
*Us legal mdl* it was reported that a revision surgery was performed on the patient's right hip on (B)(6) 2018. The revision surgery was performed due to pain, limited mobility, adverse local tissue reaction and aseptic lymphocyte-dominated vasculitis-associated lesion (alval). The patient status is unknown.

Manufacturer narrative:
H3, h6: it was reported that right hip revision surgery was performed, during which both the femoral head and acetabular cup were explanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the acetabular cup and resurfacing femoral head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the acetabular cup. Similar complaints have been identified for the head. However, as bhr systems of this size are no longer sold, no action is to be taken. On account of the fact devices reportedly involved in this incident were not returned for evaluation, the relevant production records were reviewed. All released devices involved met manufacturing specifications upon release for distribution. Review of manufacturing records did not reveal any waivers, concessions, manufacturing, or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. Per the surgical technique, the acetabular component is to be impacted with 15-20° of anteversion and 40-45° inclination angle. However, the implantation operative report indicated the acetabular component was impacted ¿in about 45 degrees abduction, 10-15 degrees anteversion. It is unknown if the decreased anteversion of the acetabular component contributed to reported events/clinical reactions. The reported pain, dark metal tinged fluid, dark tissue reaction and bony erosion may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without the return of the actual products involved or additional information, we cannot advance the investigation or confirm the details supplied in this complaint; our investigation remains inconclusive and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.